Event description:
The distributor contacted animas on march 28 stating that the audio bolus button did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint. This complaint is being reported because the audio bolus button allegedly did not activate desired pump functions.

Manufacturer narrative:
Follow-up #1 date of submission 07/24/2012 device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2012 with the following findings: the keypad was found to be intact. The audio bolus button cover was found to be missing and was not functioning. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the up arrow keypad button was intermittently responsive. All other keypad buttons responded to button presses and had normal spring back or click. There was evidence of contamination found under the contrast and up arrow key contacts.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.